Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During insertion of the catheter for transseptal puncture a perforation of the inferior vena cava occurred. The patient complained of pain and became hypotensive. An abdominal echo and a CT scan were performed to confirm the perforation and extent of the bleeding. Surgical intervention was required to repair the vein and removal of the device. The patient was stable following surgery. The physician did not allege any malfunction with the device contributing to the perforation.

Manufacturer narrative:
One viewflex catheter was returned for evaluation. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.